Event description:
Inaccurate erratic readings. Readings of 64 mg/dl, 191 mg/dl, 208 mg/dl, 188 mg/dl, and 114 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.